Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the asr cup, which did not grow in. Doi (B)(6) 2008 - dor (B)(6) 2010 (right hip). Update (B)(6) 2011, litigation papers allege pt suffered symptoms and damage to his body including but not limited to constant and severe pain in his thigh, groin, back, leg, and knee, a popping and clicking sensation when going to and from a sitting position, trouble walking and standing without enduring pain and without using a cane, pain and discomfort when going to and from sitting position, trouble getting in and out of vehicles, inability to perform normal daily living tasks, inability to walk up stairs, inability to sleep without pain and discomfort, metallosis damaging bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.